Event description:
According to the reporter, during a laparoscopic lung parenchyma procedure, the firing process was not completed due to the reload being stuck and unable to push out. The reload was withdrawn when the process was incomplete causing bleeding. Another stapler was used to complete the case and resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.